Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported system failure error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed upon receipt, the general condition of the sample was good with no apparent damage. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as a system advisory for ?base not responding? In an advisory alarm caused by the user powering the pump off within 5 second of having powered the pump on, which is a non-issue. Root cause of the reported event is attributed to user error, no device fault was found. Performed preventive maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number: 4000.